Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a posterior lumbar fusion at l2-s1. Sometime post-op the patient underwent a microdiscectomy for a disc herniation. Upon taking an x-ray at the beginning of this case to establish a location for docking the tube, the surgeon noticed the l-2 left sided screw was broken. The device was not explanted. Revision surgery is pending. No patient complications were reported.